Event description:
The surgery center reported during a cataract procedure, the phacoemulsification unit went into a blue screen and froze in the middle of a case. The surgery center completed the procedure using a backup unit. Although, the surgery center indicated at the time of the event, they were able to turn off the machine and it turned on, the account did not feel comfortable using the unit until it was serviced. There was no consequence to the patient. No patient injury reported.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or duplicate the reported issue described by the account. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.